Event description:
Name of procedure being performed: laparoscopic cholecystectomy. Detailed description of event: limited information is available. Customer complains that cb030 was not cutting properly during use. Additional information received via email 04jan2022 from [name], account manager associate: there was no patient injury. The failure to cut was noticed during the cholangiogram procedure in the laparoscopic cholecystectomy. The device was functional upon initial use. The user was cutting the cystic duct when the scissors failed to cut. Customer has requested to return an additional 2 ea. Units of cb030 (lot #1431232). Product is available for return. Patient status: there was no patient injury. Type of intervention: ni.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed that the returned unit was unable to cut consistently across the entire length of the blade. Engineering observed a small gap between the tips of the blades. Based on the condition of the event unit and description of the event, the scissors were unable to cut due to the gap that were observed between the tips of the blades on the returned unit. However, the exact root cause of the gap could not be determined based on the evaluation of the returned unit. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this process, applied medical is currently researching possible enhancements intended to further minimize the potential for this type of event to occur.

Event description:
Name of procedure being performed: laparoscopic cholecystectomy. Detailed description of event: limited information is available. Customer complains that cb030 was not cutting properly during use. Additional information received via email 04jan2022 from [name], account manager associate: there was no patient injury. The failure to cut was noticed during the cholangiogram procedure in the laparoscopic cholecystectomy. The device was functional upon initial use. The user was cutting the cystic duct when the scissors failed to cut. Customer has requested to return an additional 2 ea. Units of cb030 (lot #1431232). Product is available for return. Patient status: there was no patient injury.